Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation.  It was confirmed that the distal tip of the catheter was kinked and fractured approximately 1.0 cm from the catheter distal tip. However, the catheter was in one piece. The catheter tip dissection was verified for the presence of the components, no anomaly was noted; even with the damage on the tip section. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and the investigation performed, the cause of the reported event remains unknown.

Event description:
During a ventricular tachycardia (vt) ablation procedure, after insertion, it was noted that the tip of the catheter was fractured. The catheter was exchanged and the procedure completed with no adverse consequences to the patient.